Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The biomed reported that there was no audio at the computer edsurv1. The rse provided instructions to the biomedical engineer for rebooting the computer. The reboot did not resolve the issue. Next, the rse guided the biomed to review the sound settings via the control panel. Upon examination, it was identified that the incorrect audio output device was selected, preventing sound from being directed to the intended speakers. It is unknown how the configuration became this way. The issue is considered confirmed. After updating the configuration to select the correct audio device, the biomedical engineer confirmed that alarms and other audio notifications were functioning as expected. This successfully resolved the issue.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that alarms are only sounding at the bedside monitors and not at the pic ix central station. The device was in clinical use on a patient at the time of the event. No adverse event was reported.